Event description:
It was reported by the aci clinical specialist that a patient had complications post procedure in which a mynxgrip vascular closure device 6/7f, (date of occurrence unknown) was deployed. The patient was an outpatient at the time of this complaint. The patient was not hospitalized. The patient noted in this report was treated for a pseudoaneurysm with thrombin injection as an outpatient during an interventional catheterization procedure. A pre-procedural angiogram was performed as a standard protocol, with no pvd/calcium noted. It was reported that the mynx deployment was noted to be successful at the time of closure and there is no device available for return.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided.